Manufacturer narrative:
This adverse event was not related to the use of eversense continuous glucose monitoring system. The user was prescribed naproxen and flexeril for the pain. No further investigation was found necessary.

Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where the user was in an automobile accident and went to the emergency room to be treated for injuries.